Event description:
The hcp reported that the pt experienced a return of spasticity and it was noted that the catheter was kinked. The catheter was replaced in 2006 and at the same time, the decision was made to replace pump with a larger (40cc) pump.